Event description:
On or about (B)(6) 2008, the plaintiff was implanted with the ams miniarc sling, "to treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney alleges that the plaintiff "began experiencing pain, infections, pain with sexual intercourse, urinary problems and bowel problems." The plaintiff's attorney also alleges that the plaintiff, "suffered, and continues to suffer, serious bodily injury and harm," as well as "severe and permanent bodily injuries and significant mental and physical pain and suffering," and "continues to receive medical treatment and is anticipated to undergo further medical treatment," along with other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.